Manufacturer narrative:
The lot was manufactured october 6, 2017 - october 7, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused the desired medication. The underinfusion was further described as: "the fluid delivery to the patient was slow and there was residual fluid observed after the infusion was completed." The total fill volume was 100ml (fluorouracil and saline) and the expected infusion time was 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.